Event description:
It was reported that the customer experienced a low blood glucose event, which resulted in a fall, but did not require medical intervention or treatment. The blood glucose reading was 47 mg/dl. The customer stated that he passed out on the garage floor and was assisted by a friend who came by. He treated with glucose tablets and orange juice. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.